Event description:
A device was applied for a distraction of a thumb metacarpal. Approx 2 weeks later, the pt returned for a routine follow-up and a crack in a non-invasive component (i.e. L-clamp) was noted. The m.d. Replaced the cracked component in the office without complication and reported that the event was not clinically significant.